Manufacturer narrative:
Event summary: as reported, after an ncircle delta wire tipless stone extractor was used successfully to remove a "few" stones, it was discovered that the inner sheath was fractured, and the device could no longer be used. A video was provided showing an extractor with the basket in the open position and would not close when the handle was actuated. The procedure was completed using a new device. No adverse effects to the patient were reported. Investigation ¿ evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection, an inspection of an unused product, and a functional test of the device were conducted during the investigation. The device was returned without a package or label for investigation. There was no major damage noticed on the basket sheath. The basket sheath was buckled at the yellow support sheath, preventing the basket from closing. When the handle is actuated the basket sheath will bunch up and the basket does not open or close properly. A review of complaint history records shows two other related complaint associated with the complaint device lot. There was no indication during the investigations that there was a common cause issue with the complaint devices that would indicate a possible issue with other devices in the lot. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the available information, cook has concluded that the cause for the damage was unknown. Excessive force may have been inadvertently applied to the device; however, no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, after an ncircle delta wire tipless stone extractor was used successfully to remove a "few" stones, it was discovered that the inner sheath was fractured and the device could no longer be used. A video was provided showing an extractor with the basket in the open position and would not close when the handle was actuated. The procedure was completed using a new device. No adverse effects to the patient were reported.

Manufacturer narrative:
(B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed.